Event description:
This complaint involves a report of an implant that failed to osseointegrate. On (B) (6) 2008, a (B) (6) male patient had implantation of two xp1 dental implants at sites: #18 and #19. Implant at site #18: the clinician reported that there was inadequate bone, and the primary stability rating was noted as por. Date of implant failure #18: (B) (6) 2008. Implant at site #19: primary stability rating noted as fair. This implant is reported as "surviving".

Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. (1,2,3,4,5) in addition, failure to osseointegrate is included in the xp1 system labeling as a known complication. There are various factors that contribute to the risk of implant failure. (5) these include patient factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes, uncontrolled hypertension, etc. Patient habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may also lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone. The device history record for this lot of implants was reviewed and process and sterilization parameters were found to be as specified. In conclusion, the lack of osseointegration of this keystone dental implant is due to patient factors, and is a well-documented and inherent risk of dental implants. (B) (4).